Event description:
It was reported that the patient had charging issues. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.